Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found no physical damage on the device. A review of the event history log found the date setting to be misaligned by three weeks. It also confirmed an occlusion alarm. During the functional testing, the customer reported issue could not be confirmed. The pump downstream sensor was found to be within specification. As a preventative measure, the downstream sensor seal was replaced and the sensor was recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: 510k is unknown, g3: japan; d4: UDI number is unknown; b3: date of event is unknown

Event description:
It was reported the device exhibited an occlusion alarm. Frequent occlusion alarms during priming and after use. No adverse patient effects were reported by the customer.